Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the difficulties deploying the device; however the treatment appears to be related to circumstances of the procedure as manual arterial compression was used to achieve hemostasis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that arteriotomy closure of the left common femoral artery was attempted using a starclose se device via a 6f sheath after an interventional procedure. Reportedly, the starclose se device would not release and the clip did not attach to the artery. There was no resistance felt with the thumb advancer during clip deployment and the sheath split completely. The starclose se device was removed from the patient anatomy without issue; however, the clip was not able to be removed from the anatomy. Manual arterial pressure was applied to achieve hemostasis. The patient was reported to be fine. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.